Manufacturer narrative:
UDI: (B)(4). The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was found to be dislodged. This ra lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.